Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a ventilator failure during a case. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
Based on the logfile analysis, "motor stalled" and "motor slow" entries were found indicating an issue with the ventilator motor. As further confirmed, the device was still equipped with the original motor from (B)(6) 2007. Therefore, the device and motor has been in use for over 17 years. Investigation of earlier similar cases had revealed that abrasion of the collector disc occurring after long-term use had resulted in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. The device monitors the speed, rotation angle and other performance parameter of the motor continuously. Any speed fluctuations or other deviations may result in a divergence between expected piston position and the real hub that has been performed. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. In case automatic ventilation is shut-down manual ventilation and monitoring functions remain available. During on-site checking in follow-up to the event, the motor assembly has been replaced. The device was then tested and confirmed to be working according to the manufacturer¿s specification. The device was returned to use without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a ventilator failure during a case. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.